Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. It seemed to be a lead issue as there was underlying sensing, loss of capture and threshold issue. Technical services (ts) stated that it sounded like a broken lead and recommended to have a new lead placed. This rv lead currently remains in service. No adverse patient effects were reported.